Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, multiple atrial tachycardia/ atrial fibrillation episodes were observed. Review of electrocardiogram (egm) indicated that these episodes were due to noise. It was suspected that noise could be due to electromagnetic interference (emi) or myopotentials as noise resulting in pacing inhibition was noted. It was suggested that if it was myopotentials and the sensing configuration was bipolar, it might indicate possible lead damage and if the sensing configuration was unipolar there could be possibility to oversense some myopotentials or electromagnetic interference (emi). Testing for sensing configuration, lead provocative tests, isometric tests and pocket manipulations were recommended. A myopotential test was performed, and the results were negative. Noise could not be reproduced during in clinic testing. No intervention was performed, and the right atrial lead remains implanted. The patient was stable and will continue to be monitored.